Manufacturer narrative:
Suspect medical device, device manufacture date: balloon: (B)(4), batch/lot # 671443004, mfg date 09/07/2010, exp date 08/23/2015. Pump: (B)(4), batch/lot # 666528016, mfg date 08/18/2010, exp date 07/26/2012.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to recurring incontinence and cuff atrophy. A new aus device was implanted at the surgery. No further patient complications were reported in relation with this event.

Event description:
It was reported that the patient underwent a surgical procedure to remove this ams800 artificial urinary sphincter (aus) due to recurring incontinence and cuff atrophy. A new aus device was implanted. No patient complications were reported. The device was returned and analysis completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of recurring incontinence and cuff atrophy could not be confirmed via product analysis. The occlusive cuff was visually inspected and functionally tested; it performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Suspect medical device, device manufacture date: balloon, gtin # 00878953000626, upn# 72400024, batch/lot # 671443004, mfg date 09/07/2010, exp date 08/23/2015. Pump: gtin # 00878953003078, upn# 72404127, batch/lot # 666528016, mfg date 08/18/2010, exp date 07/26/2012.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on (B)(6) 2018 due to recurring incontinence and cuff atrophy. A new aus device was implanted at the surgery. No further patient complications were reported in relation with this event.